Event description:
It was reported that the customer passed away due to heart related problems. It was stated that the customer had problems with her heart and lungs, and had experienced strokes in the past. The customer was wearing the insulin pump at the time of her death, and the last known blood glucose reading was 264 mg/dl. The caller declined to return the insulin pump for analysis as it held sentimental value to her. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.